Manufacturer narrative:
Investigation of the reported event is in process. The device had been returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the screen to their uretero1 standard deflection disposable ureteroscope was showing lines and flickering. The procedure was completed successfully using a different ureteroscope. No report of injury.